Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and found it was turning on the main supply, but when it was turned on battery it was turning off. The battery will need to be replace. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator is turning off. There was no patient involvement.